Manufacturer narrative:
Update: (B)(6) 2013- pfs and medical records received. There is no new additional information that would affect the existing MDR decision. Depuy still considers the investigation closed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, and inflammation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).